Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(4) displayed a 'factory configure not complete' error message due to a suspected calibration error" was confirmed during the functional testing. The root cause for the reported complaint was due to defective rear display head with an open circuit at the jp1 connector, which caused the stored calibration data in the input/output printed circuit board (I/o pcb) to be lost. The open circuit was caused by a cold/bad solder joint, which most likely happened during device transportation. Internal component connections may become loose due to transport vibration. The defective rear display head assembly was replaced to address the issue. During visual inspection, unrelated to the reported complaint, it was observed that the drip pan was missing, and casters were loose. The missing drip pan is attributed to user mishandling. The root cause for the loose casters could be due to user mishandling and/or due to normal use of the device. The loose casters were fixed, and the drip pan was replaced to address the issues. The event log was reviewed, and no error messages were noted. During functional testing, the console powered up with blank screen, and an alarm was heard inside the console, unrelated to the reported complaint. However, further investigation revealed that the root cause for the blank screen issue was due to an open circuit at the jp1 connector on the rear display head, caused by a cold/bad solder joint. Because of the open circuit at the jp1 connector, all the calibration data including pump hours as well as the system serial number and model were lost. This issue led to the system displaying the "factory configure not complete" error message on the reported event date; thus, confirming the reported complaint. To remedy the issue, the defective rear display head assembly was replaced, and mylar tape was used on the lcd power cables to insulate and keep the wires in place. Following service, including upgrading system labels, the thermogard xp ivtm system passed the final testing as well as multiple overnight burn-in tests without any fault or error historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard xp ivtm system serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient treatment, the thermogard xp ivtm system (sn: (B)(4)) displayed a "factory configure not complete" error message. A calibration error was suspected. Another ivtm system was used to continue the treatment. No further information was provided. No consequences or impact to patient.